Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer reverted to manual insulin injections for insulin therapy. Reportedly the customer continued to use the pump for insulin therapy.